Manufacturer narrative:
It was indicated that the hospital kept the catheter and is not returning it for evaluation. Without the return of the device we are unable to determine a possible root cause. The lot number was not provided; therefore, we are unable to review the lot's device history record.

Event description:
Reportedly, the tip fractured and the segment remained in the patient's body. The doctor was able to remove the segment.